Event description:
It was reported that customer experienced issue where pump battery did not charge, and later distributor was unable to insert charging cable into pump usb port, so pump could not be started or fully evaluated. There was no reported impact to the customer¿s blood glucose level. Customer received replacement pump from distributor, device return was planned for further investigation, and no additional information was available regarding any other actions taken.